Event description:
The (B)(6) male with a history of a left distal radius fracture admitted with diagnosis of osteomyelitis of radius. It was reported that pt underwent surgery for this fracture at another facility out of state. Reported also that he had complications postoperatively which lead to an open wound for a while with secondary healing and the pt has since had recurrent bouts of swelling and pain. Upon eval, he was found to have broken screws and what appeared to be an infected nonunion. He is now admitted for removal of implant and debridement of osteomyelitis of radial shaft.